Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar configuration. Technical services (ts) analyzed device episode data and determined that this was due to right ventricular (rv) lead pacing impedance being out-of-range measured at 2061 ohms. It was also found that there was far-field r-wave oversensing on the right atrial (ra) lead channel which resulted in stored atrial tachy response (atr) episodes. Both rv and ra leads were non-boston scientific products. It was noted that this patient was not dependent on pacing. Ts discussed troubleshooting with physician. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.